Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. There is no allegation related to the bard flat mesh. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol ventralex and "bard mesh"(bard flat mesh). As reported, the patient's attorney alleges a general claim for the ventralex device "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol ventralex and "bard mesh"(bard flat mesh). As reported, the patient's attorney alleges a general claim for the ventralex device "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent implant of ventralex mesh (device #1) and underwent right inguinal hernia repair with implant of bard flat mesh (device #2). Per operative notes, "the previous scar to the right of the umbilicus was dissected and found the fascial defect. A ventralex patch (device #1) was placed under mesh and sutured. The hernia sac was noted on the right groin and ligated. A bard flat mesh (device #2) was placed on the floor of the inguinal canal and sutured." (B)(6) 2015 - patient was diagnosed with complex recurrent ventral hernia thereby underwent laparoscopic hernia repair with removal of ventralex mesh (device #1) and implant of synthetic mesh. Per operative notes, "dense adhesions to the anterior abdominal wall was noted and taken down. Multiple defects in the hernia with herniated contents were reduced. The previously placed ventralex mesh (device #1) was folded over the hernia defects and was removed. The hernia was noted and a synthetic mesh was sutured." (B)(6) 2018 - patient was diagnosed with recurrent incarcerated incisional hernia with central mesh failure, three separate holes in the synthetic mesh and chronic abdominal pain thereby underwent removal of synthetic mesh and implant of biological mesh. (Note, there was no evidence of inguinal femoral hernia where the device #2 was present.) Attorney alleges that the patient had adhesions, mesh shrinkage, pain, hernia recurrence, mesh folded over resulting in hernia recurrence and lysis of dense adhesions for 1.5 hours.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 2 months post implant of mesh - ventralex, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d. 6b, e3, g1, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.